Event description:
It was reported that during a supply change the user was unable to remove the prefilled cartridge or connector, attempted multiple maneuvers, and in the process caused physical damage to the pump chamber consistent with a fracture; the affected component referenced was the touchscreen housing of the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and interviews as well as analysis of information provided by the user. Investigation of this case revealed a stress-related problem leading to device fracture, with findings consistent with damage induced during user handling of the device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.